Manufacturer narrative:
(B)(4). The actual date of the occurrence is unknown. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection and functional testing were performed with no issues noted. The reported issue could not be confirmed through a review of the event log. A device history review and service history review were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The reported problem was confirmed as a system error (se) 2240 but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.